Event description:
Customer complained of leaks at the reservoir, when trying to fill them with insulin. States she lost 3 sets due to the leaks.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.